Event description:
A (B)(6) female pt contacted zoll customer support to report that the monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon eval, the monitor would not power on. The cause of the inability to power on was corrosion on the j2005 connector of the auxiliary board. The corroded connection shorted the power supplies and prevented the monitor from powering on. The root cause for the corroded connector was unable to be positively determined. No adverse event resulted from the bent pins. The pt rec'd a replacement monitor.